Manufacturer narrative:
Lot review: a review of lot# 3467923 showed (B)(4) units were manufactured, tested, inspected and released in june 2017, citing no applicable exception documents. Engineering evaluation: all oarts met dimensional specifications. Visually there was adhisive in both areas. Engineering summary: the reported product problem for the pressure tubing separation was confirmed. There is presence of uv adhesive at the connection. The dimensions were found within specification. The exact cause cannot be determined at this time. ICU medical is evaluating through continous improvement to implement changes. ICU medical will monitor and trend.

Event description:
Complaint received regarding one 46116-48, report states: tubing reportedly pulled out of male distal connector at the catheter site. No adverse patient consequences reported.